Manufacturer narrative:
Device was reported as received when evaluation was reported on previous follow up medwatch. Adding date device was received. Service history review: lot 003684/5880020/002268: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 8october2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver was running forward continuously while hooked to the battery. This issue was discovered during testing outside of the operating room with no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include gxl. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was performed: the customer reported the device was running continuously. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 29-jun-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.